Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the atrial and ventricular connectors were broken, and further noted that the lower case was broken, the display wire insulation was pinched though it was additionally noted that the wire insulation was not compromised, the ring screw was contaminated, that the plastic film was left on display and that one encoder nut was loose and three encoder nuts were not torqued to specification. All found defective parts were replaced and all other identified issues were resolved. (B)(4).

Event description:
It was reported that the a (atrial) - v (ventricle) connectors were broken. The external pulse generator (epg) is being sent to the service department for repair. There was no patient involvement. It was further reported that the generator was returned for service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.